Event description:
It was reported that bd angiocath¿ plus IV catheter needle was defective. This was discovered before use. The following information was provided by the initial reporter: catheter needle end defect. Catheter needle end not smooth. Received as a medical device safety information center through monitoring center.

Manufacturer narrative:
H.6. Investigation: photo evaluation: 2 photos were received for evaluation. From the pictures, it was observed that the tip of the catheter was damaged. It was unable to determine if the samples are used from the pictures. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd angiocath¿ plus IV catheter needle was defective. This was discovered before use. The following information was provided by the initial reporter: catheter needle end defect. Catheter needle end not smooth. Received as a medical device safety information center through monitoring center.